Event description:
Per circulating nurse - attempted to mix tisseel -in cranioplasty case-. First batch would not mix. Attempted second batch, but it would not mix. Called nearby hospital to get more tisseel. The first batch finally mixed after one hour.